Event description:
On (B)(6) 2026, a patient underwent percutaneous transluminal angioplasty (pta) procedure using the presto inflation device. During the procedure, the luer hub was separated from the device while inflating. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.